Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display on the insulin pump kept disappearing. Customer's blood glucose was 294 mg/dl. The insulin pump was not bumped, dropped, or exposed to moisture. The battery cap was found to be damaged. The contacts on the battery cap were stated to be damaged. It was advised to revert to a back-up plan until a replacement battery cap were to arrive.